Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to loss of capture, loss of pace, and battery depletion (ert). The device was implanted for 144.3 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 76 months. Cpi does not know the implant parameters or the lead resistance throughout the implant life of the system. However, the number of months the device was implanted did exceed the minimum longevity requirements.